Event description:
It was reported that the patient underwent a posterior spinal surgical procedure from t4-s2. Sometime post-op it was found on x-ray that set screws had popped off. It was reported that the patient fell twice. No revision surgery has been scheduled. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation, however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.